Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had shortness of breath and diaphragmatic stimulation. The right ventricular (rv) lead dislodged and retracted into the atrium. It was also reported that at time of rv lead revision, the lead was found to be kinked and it was difficult to push the stylets through. It was further reported that the physician used the lead to retain access by puncturing the rv lead and inserting a wire. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.